Event description:
The customer stated that there were air bubbles in the reservoir. The customer's blood glucose reading was 275 mg/dl. Troubleshooting was performed, and during the high pressure test, it was discovered that insulin was leaking from the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.